Event description:
The unit was sent to a covidien service center as a back to stock unit. During triage, a service tech found the live and ground lugs on the socket side plug have signs of arcing.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.